Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: b)(4).

Event description:
A customer reported during testing the cassette leaked. There was no patient involvement and no harm to the operating room staff.

Manufacturer narrative:
Additional information provided in h.6. And h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. After final assembly each cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The wet posterior system cassette, monitor drape, yellow stopcock/fittings small pouch and the administration manifold were returned. Other components were not returned with the sample. Inspection of the cassette identified a small crack on a cassette port. The probe aspiration port on the cassette body was cracked at the end of the port consistent with damage caused by over rotation of the connector to the cassette. The sample was tested on a calibrated console and failed initial calibration generating system message which was an indication of a pressure/vacuum check failure during setup of the cassette. The root cause of the customer's complaint could not be determined conclusively when and where the crack occurred. The crack on the cassette port will result in the customer's experience. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met. The manufacturer internal reference number is: (B)(4).